Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, customer technical support (cts) received a call that was transferred from the sales department after the patient called to request a new pump. A hyperglycemic event was reported but the description of the event was not clear; cts stated that the patient was a poor historian. The patient reported being hospitalized in early (B)(6) 2013. The patient reported elevated blood glucose (bg) readings and being transported to the hospital. The patient could not recall if there was a diagnosis of diabetic ketoacidosis. It was reported that the patient was discharged from the hospital using insulin pump therapy. The patient reported that the pump was not available for review. There was no reported malfunction. The patient did not recall events leading up to the event. It was stated that the patient¿s primary physician recommended that the pump therapy be discontinued but the patient was unable to report what factors precipitated the recommendation. However, the patient did not follow that advice. Cts advised the patient to call back with the pump in hand for review; the patient has not been in contact with animas since the initial call. Follow up attempts, to reach the patient for more information, were unsuccessful. At this time, the patient has not received a new pump from animas. This hyperglycemic event is being reported with the likelihood that misuse or use error was a contributor to the hospitalization. At this time, there is no report that a pump malfunction or defect was associated with the event.